Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") in a (B)(6) female patient who had essure (batch no. B97498) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ruptured ectopic pregnancy. Concurrent conditions included hypertension, hypothyroidism, abdominal operation and blood pressure high. Concomitant products included colecalciferol (vitamin d) since 2011, oxycodone since 2016, panadeine co (tylenol #3) since 2016 and pramipexole since 2016. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 7 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with spironolactone and surgery (ablation (B)(6) 2016). At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date of discrepancy=(B)(6) 2015 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded; on (B)(6) 2015: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: new pfs received- new events added: psychological or psychiatric problems condition: mental anguish, depression, abdominal pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. B97498) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ruptured ectopic pregnancy and obesity. Concurrent conditions included hypertension, hypothyroidism, abdominal operation and blood pressure high. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2016, oxycodone since 2016, paracetamol (acetaminophen) since 2014, pramipexole since 2016, sucralfate (carafate) from february 2015 to april 2015 and vitamin d nos (vitamin d) since 2011. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 7 days after insertion of essure. On (B)(6)2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition mental anguish"). In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/pain abdominal"). On an unknown date, the patient experienced arthralgia ("hip pain"). The patient was treated with levothyroxine, spironolactone and surgery (ablation (B)(6)2016 , and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain, dysmenorrhoea, depression, anxiety and arthralgia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: essure device was successfully occluded; on (B)(6)2015: normal size and configuration of uterine cavity with proper placement of the micro-insert on the left with proximal tubal occlusion. Partial fill of right tube c/w h/o salpingectomy.; on (B)(6)2015: results: total bilateral occlusion; on (B)(6)2019: robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy. Concerning the injuries reported in this case the following were reported via social media- arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media content received : events added- hip pain. Reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') in a 39-year-old female patient who had essure (batch no. B97498) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ruptured ectopic pregnancy and obesity. Concurrent conditions included hypertension, hypothyroidism, abdominal operation and blood pressure high. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2016, oxycodone since 2016, paracetamol (acetaminophen) since 2014, pramipexole since 2016, sucralfate (carafate) from (B)(6)2015 and vitamin d nos (vitamin d) since 2011. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 7 days after insertion of essure. On (B)(6)2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition mental anguish"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/pain abdominal"). On an unknown date, the patient experienced arthralgia ("hip pain"). The patient was treated with levothyroxine, spironolactone and surgery (ablation (B)(6)2016 , and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the abdominal pain, dysmenorrhoea, depression, anxiety and arthralgia outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: essure device was successfully occluded; on (B)(6)2015: normal size and configuration of uterine cavity. With proper placement of the micro-insert on the left with proximal tubal occlusion. Partial fill of right tube c/w h/o salpingectomy; on (B)(6)2015: results: total bilateral occlusion; on (B)(6)2019: robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') and pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. B97498) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ruptured ectopic pregnancy and obesity. Concurrent conditions included hypertension, hypothyroidism, abdominal operation and blood pressure high. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2016, oxycodone since 2016, paracetamol (acetaminophen) since 2014, pramipexole since 2016, sucralfate (carafate) from (B)(6) of 2015 to (B)(6) of 2015 and vitamin d nos (vitamin d) since 2011. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal) and dysmenorrhoea ("dysmenorrhea (cramping), 7 days after insertion of essure. On (B)(6) 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition mental anguish"). In (B)(6) of 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/pain abdominal"). The patient was treated with levothyroxine, spironolactone and surgery (ablation (B)(6) 2016 , and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2015: results: essure device was successfully occluded; on (B)(6) 2015: normal size and configuration of uterine cavity with proper placement of the micro-insert on the left with proximal tubal occlusion. Partial fill of right tube c/w h/o salpingectomy.; on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received: essure removal date added. Seriousness criteria for event pelvic pain was added. Treatment and concomitant medication added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/ abnormal bleeding (menorrhagia)') and pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. B97498) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ruptured ectopic pregnancy and obesity. Concurrent conditions included hypertension, hypothyroidism, abdominal operation and blood pressure high. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since 2016, oxycodone since 2016, paracetamol (acetaminophen) since 2014, pramipexole since 2016, sucralfate (carafate) from (B)(6) 2015 to (B)(6) 2015 and vitamin d nos (vitamin d) since 2011. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"), 7 days after insertion of essure. On (B)(6) -2014, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition mental anguish"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain/pain abdominal"). The patient was treated with levothyroxine, spironolactone and surgery (ablation (B)(6) 2016 , and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, pelvic pain and vaginal haemorrhage had resolved and the dysmenorrhoea, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure device was successfully occluded; on (B)(6) 2015: normal size and configuration of uterine cavity with proper placement of the micro-insert on the left with proximal tubal occlusion. Partial fill of right tube c/w h/o salpingectomy.; on (B)(6) 2015: results: total bilateral occlusion; on (B)(6) 2019: robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received-outcome of abnormal bleeding, pelvic pain updated to recovered / resolved we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.